Event description:
According to the complainant, during the procedure, it appeared the prolieve system's anchoring balloon was leaking as the balloon would not stay inflated with water. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. A review of the device history record for the prolieve thermodilatation kit lot # 0000606300 was performed, no anomalies were noted. Device discarded.